Event description:
After orders are entered electronically, they pass through interfaces on their way to their intended target. Such targets consist of nurses, laboratories, radiology sections, and pathology depts, to name a few. A transportation order was specified for the pt to travel with a monitor because of the heart risk. The pt travelled to at least one test without a monitor. Whether the order arrived at the target-s at all was an issue and reported negative by the nurse, in this case. The exact incidence of order failures either due to failure to arrive at the intended target, or misreads associated with the voluminous verbiage associated with a simple order, or other thought disruption is unk, but continues with elevated frequency. Pathology specimen do not get processed as ordered, nursing orders are not carried out, and medications are not given are representative examples. Not any record is being kept of order problems as recognized by the nurses and physicians. It is believed to be extensive. With a focus on getting the care to the pt, individual reports of such incidents are absent.